Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. According to the information provided by the customer, the reported event occurred as the handle was green and was mistaken for a reusable product. The green color of the handle indicates that the product is ¿autoclave-compatible¿ and does not mean it is reusable. It was also confirmed that there is no abnormality in labeling, as ¿single use only¿ is clearly indicated on the handle and the instructions for use include a warning not to reuse the product. Therefore, it is concluded that the occurrence was not due to a product defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the disposable product was cleaned and used repeatedly. The issue was observed during reprocessing. There were no reports of patient harm.